Event description:
This is a report of a leak in a bag of accusol. There was solution between the bag and the overpouch and there was a tear along the peel seal. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.